Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es server experienced patient active directory confusion. The technical support specialist (tss) confirmed that the three accounts identified on the es server with active directory status had originated from the active directory team (adt) and recommended reaching out to them directly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, they have a patient which had three accounts that show up while searching, however one of them doesn't exist. The meds were assigned properly in meditech to the correct account, but the users had to do a facility wide search to find the account number. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, they have a patient which had three accounts that show up while searching, however one of them doesn't exist. The meds were assigned properly in meditech to the correct account, but the users had to do a facility wide search to find the account number. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.